Manufacturer narrative:
D4. Concomitant product UDI for reservoir: (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a hematoma, which led to incision drainage and a possible infection. As a result, the device was explanted and replaced with a tactra implant. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, hematoma, fluid discharge are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a hematoma, which led to incision drainage and a possible infection. As a result, the device was explanted and replaced with a tactra implant. No further patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a hematoma, which led to incision drainage and a possible infection. As a result, the device was explanted and replaced with a tactra implant. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, hematoma, fluid discharge are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h7: if remedial act init, type correction to field h9: correction/removal reporting #.